Event description:
Apparent allergic reaction to materials used in left knee arthroplasty (total knee replacement). Multiple rashes first appeared on left knee and left thigh. Rashes appeared subsequently on both legs, both arms, chest and back. Rashes diminished with topical corticosteroid treatments but remain as of this writing ((B)(6) 2018). Approximately 6 weeks following left knee arthroplasty on (B)(6) 2017, I developed multiple rashes, first on my left knee and thigh, and then over the next 7-10 days, on both legs, both arms, back, and chest. The 1 cm sized patches on my left thigh have mostly disappeared on treatment with a prescription strength cortisone ointment; however, numerous, smaller eruptions/rashes remain on my left and right lower legs and, less so, but also on my arms, chest and back. Dates of use: (B)(6) 2017 - present. Diagnosis or reason for use: severe arthritis in joint. Is the product compounded: no. Is the product over-the counter: no.